Event description:
The MFR received info alleging a pt expired due to a lack of oxygen while a ventilator was in use. The ventilator has not been returned to the MFR for investigation. A f/u report will be filed when the MFR's investigation is complete.